Manufacturer narrative:
D9 - date returned to mfg: 1/13/2025. Received one (1) used list# d1000 tego¿ connector. No mating device was returned for evaluation. The seal and fluid path of the sample were examined. No defects or anomalies were observed which would result in occlusion of the sample. The sample was flushed and no flow restriction was observed. The complaint of inability to flush could not be confirmed or replicated. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
D4 and h4 the catalog#, lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to an unspecified tego connector that experienced no flow. The reporter stated that, "the peel health campus dialysis clinic are long term users of the tego for 20 years and their experienced dialysis nurses have observed the following occurring when using the tego over the last 3 months: unable to flush via the tego through either the arterial or venous lines post dialysis ¿ treatment interrupted as tego had to be changed." Someone becomes aware of the issue during observation of the event as outlined above. The medication used on post dialysis was taurolock¿. There was patient involvement, delay in therapy, but no one harmed as a result of the reported event. The set replaced and therapy resumed without any problem. The IV solution or medication used was 0.9% nacl flush. There was no leakage. The event occurred within two weeks at the end of november. They are only used for dialysis patient¿s not chemo patients. At all times, the tego was changed and no further issues.